Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented to hospital after receiving inappropriate high voltage therapy due to lead noise. At lead revision it was verified that the lead and ICD were properly connected. The lead was explanted and replaced.